Event description:
Svc (superior vena cava) lead impedance warning. Right ventricle defibrillator lead impedance warning. Device appears to be occasionally under sensing on atrial lead during atrial tachycardia/atrial fibrillation event(s). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5154956. No device details are available. Received voluntary anonymous medwatch report.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.